Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. The lead passed resistance testing. A laboratory technician tested the helix mechanism and after 10 turns the helix became nonfunctional due to the fracturing of the inner conductor coil at the distal end of the terminal pin.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to helix extension issues. No adverse patient effects were reported.